Manufacturer narrative:
Device eval anticipated, but not yet begun. The mains inlet and the fuses were replaced. The replaced parts have been requested for investigation, but not yet rec'd. A supplemental MDR report will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the compressor could not power up. There was no pt involvement. (B)(4).